Event description:
In 2007, this pt underwent an endovascular repair of an abdominal aortic aneurysm. A gore excluder aaa endoprosthesis trunk ipsilateral leg component, two contralateral leg components, and an aortic extender component were implanted. A re-intervention was performed on approx five months later, using an aortic extender component to correct a proximal type I endoleak. The device moved proximal during deployment, partially covering the left renal artery. A palmaz stent was implanted to ensure adequate proximal seal, and during ballooning of the stent, both the stent and the aortic cuff were pushed up, totally covering the left renal artery. No add'l procedures have been performed at this time. Please note that multiple attempts to acquire add'l info have been made and have been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.